Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range and noise signals. Later on, the lead was surgically abandoned. No adverse patient effects were reported.